Event description:
The reporter contacted animas on 08/03/2012 alleging that the verify screen was seen on the pump three times in the past week. The reporter stated that the battery was changed about three weeks ago. The reporter stated that lithium batteries are used in the pump. The battery cap reportedly tightens to the pump properly without the yellow o-ring visible. There was no reported damage to the battery compartment or exposure to moisture. The reporter verified that the cartridge cap is secure. The reporter stated that the verify screen was seen on thursday, (B)(4) 2012 at 9:30 pm or 10:00 pm and a "pump not primed" warning. The patient disconnected from the pump at that time. The reported stated that a few hours later, site/set/cartridge/insulin change was performed. Customer technical support (cts) verified through troubleshooting that the pump's history was consistent with history basal records, basal rate stops between 9:34 pm and 11:54 pm on (B)(6) 2012. The patient's blood glucose (bg) at the time of the call to animas was reported to be 128 mg/dl and the patient denied any signs or symptoms of bg excursion. The reported stated that the patient's previous bg at 4:30 pm that day was 91mg/dl and there had been no issues with the patient's bg levels throughout this event. The reporter stated that approximately 20 minutes after the supplies were changed out, the pump emitted auditory and vibratory alarming for the third time. During the call, cts noted hearing the communication alarm and the pump alarmed that it was not primed. The reported stated he believed he saw the verify screen again before the "pump not primed" message appeared. A new battery cap was reportedly not available to try on the pump during troubleshooting with cts. The reporter verified there was n damage to the battery cap or the cap's threads. The reporter further verified that the battery cap on this pump had never been replaced. The owner's guide suggests the battery cap be replaced.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the intermittent power issue. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hours with no power issues or alarms occurring. The battery cap was within specifications. The pump was opened and no damage was found to power circuit. Reboots were found in the black box. Of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.